Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that cutters not cutting at an unknown timing. The procedure type was unknown. The procedure type and surgery completion details were unknown. There was no information about the patient impact.